Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by non-stemi. During the procedure, one resolute onyx drug eluting stent was implanted in the circumflex artery. Approximately one month post index procedure, the patient suffered a fluid overload secondary to non compliance to restriction of fluids with underlying end stage renal failure and congestive cardiac failure. Investigator assessed that the event is not related to antiplatelet medication or index device. Patient died - non-sudden cardiac death.

Manufacturer narrative:
The adverse event term was updated to fluid overload. The patient had three instances of ventricular fibrillation, on the same day as the death, requiring lengthy CPR from which the patient did not recover, secondary to non compliance to restriction of fluids with underlying pre-existing end stage renal failure and congestive cardiac failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudication; death cardiac. If information is provided in the future, a supplemental report will be issued.